Event description:
It was reported by the patient that it hurt at the implant site and the patient inquired if this meant something was wrong with the implantable pulse generator (ipg). Follow up information received indicated that the patient had not been seen regarding this issue. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.